Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges right side of the hub assembly has broken at the weld.

Manufacturer narrative:
The tube with the camber assembly broke due to some type of drop or object hitting the tube and/or continuous vibration causing the mounting clamp to press the tube to a point of destruction. The wear on the ends of the broken tube appears to be worn indicating the user continued to use the wheelchair after it broke. (B)(4).

Event description:
Alleges right side of the hub assembly has broken at the weld.